Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Clinical specialist received an email regarding waveforms received for elevated pump powers from technical services. Clinical spoke with cardiologist. She stated the patient was implanted on (B)(6) 2013 and has had a very long, complicated post op course. The patient has never been discharged. The patient was re-intubated x3, small bowel perforation, bilateral chest tubes for effusion, bleeding issues, and infection. The cardiologist confirmed that anti-coagulation had been held and restarted several times and patient has not been therapeutic for any length of time. The patient went back to operating room several days ago for the perforation, and stool was noted coming from driveline exit site. The cardiologist stated the pump power is sustained and not fluctuating. Ramp study done and left ventricle was able to be unloaded. Inflow velocities were fine. Per cardiologist, patient does not have signs of hemolysis. The patient is on bivalirudin currently and their action plan is to increase the ptt target. Per cardiologist patient is very sick and is not a candidate for a pump exchange at this time.